Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a 'ailed the downstream occlusion test. Service evaluation verified failed the downstream occlusion test. The cause was identified to be an out of specification downstream tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device failed the downstream occlusion test. No additional information is available.